Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post use on a patient, the cardiosave intra-aortic balloon pump (iabp) had blood inside the connection port. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that blood splashed on the unit. The blood was only present on the cable connection ports and external case. To fix the issue, the fse cleaned the ports and case, cardiosave console cover was replaced and performed all functional and safety checks to meet factory specifications. Iabp was then released to the customer and cleared for clinical service.